Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-23043. It was reported that post implant procedure, the patient expressed sharp pain. An echocardiogram was performed and showed it was in pericardium. Echocardiogram was also revealed a pericardial effusion with no tamponade. The rv lead was capped and replaced on (B)(6) 2021. Upon the new rv lead implant, loss of capture was noted and patient had a pneumothorax. Repositioning of the new rv lead reestablished the capture. The patient was recovering.